Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using double stapling technique for the rectal endoscopic radical resection of rectal cancer procedure, the device seemed to be damaged. The end of the holding groove of the nail anvil and the end of the puncture needle are inclined and cannot be fired. The gripping groove is combined with the puncture needle, the ends of the gripping groove are separated, which makes it difficult to attach the anvil and be fired. The surgical time was extended for about 30 minute due to the device problem. A new device was used to complete the procedure.